Event description:
Md notes: one md had placed a left subclavian introducer. He made several attempts at placing a swan ganz catheter through the introducer and was unsuccessful. Another md made several attempts. The swan ganz catheter was advanced on several tries - kept positioning in the right ventricle and was unable to get it to migrate into the pulmonary artery. Attempted to remove the catheter, it was stuck at the 40 cm. Mark. Chest x-ray showed catheter looped up into the left internal jugular vein.